Event description:
It was reported that the defibrillator experienced a defective power supply error after the auto-test. There was reportedly no patient involvement. The manufacturer's bench repair technician evaluated the device and confirmed the reported problem. Resolution the describe issue was encountred: red cross in the rfu lcd window + bip every 30 sec + error message power supply defect and therapy function deactivated when the device is powered on. Corrective maintenance: power supply + capacity have been changed. +report and tests upon conclusion of the evaluation, it was determined that this was a malfunction of the power supply, which was replaced and the device was returned to full functionality. The device was returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the defibrillator experienced a defective power supply error after the auto-test. There was reportedly no patient involvement.